Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that after speaking with the physician they did not want to peruse this as a product failure. They just wanted it noted that this pipeline was found to be thrombosed despite dapt.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the physician reported that ¿shield technology¿ did not work and believes he has the old version pipeline without shield technology. Stent was placed and shut down despite dapt. Additional information received reported that the patient¿s vessel tortuosity was minimal. The device was prepared as indicated in the IFU (inspection, hydration, etc.). The procedure was completed. The pipeline was placed and the thrombosis was delayed. The patient was being treated for a pca aneurysm (vessel diameter unknown). It was unknown if there was angioplasty involved. It was a delayed thrombosis despite dual anti platents as been reported in other cases nationally. A delayed shutdown was noted. The patient status was noted as deceased.

Manufacturer narrative:
Correction to h6 coding. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.